Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was hospitalized after experiencing syncope. It was noted that this patient had a 12 second pause in pacing. Patient isometrics and manipulations were performed, and the loss of capture/loss of pacing could not be recreated. It was further noted that when the lv lead was programmed off, good rv pacing and capture were observed. All other lead measurements were noted to be normal. Technical services (ts) discussed that it was unknown at this time what caused the reported asystole. Additional information was received that the lv impedances were greater than 2,000 ohms. The lv lead was subsequently programmed off. It was noted that the lv lead would be replaced when the device reached elective replacement indicator (eri).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.